Event description:
On (B)(6) 2012, a vns treating physician reported to their consultant that they had a vns patient who was experiencing nausea and vomiting ever since getting diagnosed with vocal cord paralysis. The patient's nausea and vomiting have been noted to be intractable, so the vns device may be removed due to these issues. It was noted that this patient's issues may have been reported previously; however as the patient's name and date of birth are unknown it cannot be confirmed. The date the vocal cord paralysis was diagnosed and the relationship to vns are unknown. Attempts for additional information have been unsuccessful. No additional information has been provided.